Event description:
It was reported that "the balloon was found to be rough before use."

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and cal-cup was returned for evaluation in opened original tray. No visible damage or inconsistencies to the catheter body, returned syringe, or cal-cup were observed. As received, a particulate approximately 1.5 x 1.5 mm in size, was observed around the distal bonding. No latex deterioration or damage was observed. Clear material was observed around the distal balloon bonding. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage with flapped particulate around the catheter tip. After balloon inflation test, the particulate was detached and sent to chemistry for testing. All through lumens were patent without any leakage or occlusion. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of contamination issue was confirmed. Chemistry testing is in-progress. A supplemental report will be sent with the chemistry investigation results.

Manufacturer narrative:
Chemistry testing found the substance observed around the distal balloon bonding showed similar absorption characteristics when compared to benzalkonium heparin-like material. Benzalkonium heparin is a normal part of the manufacturing process and this is not considered a product defect. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.